Event description:
Subsequent to the previously reported filed report, additional information was received: on (B)(6) 2022, an echocardiogram was performed and revealed recurrent mr with a stable grade of 2-3. On (B)(6) 2023, an echocardiogram was performed and revealed recurrent mr with a grade of 4. On (B)(6) 2023, an echocardiogram was performed and revealed recurrent mr with a grade of 4. The previously implanted clips were noted to be stable on the leaflets. On (B)(6) 2023, the patient was referred for surgery. On (B)(6) 2023, during a surgical official office visit, an echocardiogram revealed recurrent mr. The implanted clips were noted to be stable.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury cannot be determined. The reported mitral regurgitation (mr) is a cascading effect of the reported tissue injury. Additionally, the reported patient effects of tissue injury and mitral regurgitation are listed in the instructions for use, and are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a prolapsed posterior leaflet. Two mitraclip ntw clips were implanted without issues. The mr was reduced to a grade of 1+. On (B)(6) 2023, the patient returned to the hospital with recurrent mr. The implanted clips were noted to be stable. On (B)(6) 2023, mitral valve replacement was performed. During this procedure, it was observed that one of the clips had perforated one of the leaflets. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.